Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure. Upon review, it was revealed that the right ventricular lead exhibited an increase in capture threshold and pacing impedance. No right ventricular lead noise was noted. Also, a decrease in sensing threshold was noted. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.